Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed battery out limit while attempting to change her battery. The patient's blood glucose at the time of incident was 400 mg/dl. The customer did not mention any symptoms or treatments of her high blood glucose; troubleshooting for the high blood glucose was declined. Troubleshooting was initiated for the battery out limit alarm. The customer was advised with clearing the alarm and reprogramming the time and date. The customer confirmed that the insulin pump was without a battery for greater than the duration allowed by the insulin pump. No products were returned or replaced.